Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and myopotentials oversensing resulting in pacing inhibition. On (B)(6) 2026, the physician capped and replaced the rv lead. There were no patient consequences reported.

Event description:
New information received noted that there was no noise noted on the rv lead, and only myopotentials oversensing was observed.